Manufacturer narrative:
Updated fields: h4, h6, and h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was found the customer was deviating from the instructions for use (IFU) for reprocessing. The cause of the customer not following the IFU reprocessing steps was not established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the cysto-nephro videoscope was incorrectly reprocessed. There were no reports of patient harm or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1: establishment name: (B)(6). Added here due to character limitation in respective field.